Event description:
Customer reported her insulin pump was shutting off unexpectedly. Customer's blood glucose is 114 mg/dl. He said, the device will show three bars of battery life and will just shut off sometimes. Also, while customer was changing his infusion set this morning, the insulin pump squirted all the insulin out. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, weak battery or battery error alarms were noted. The insulin pump passed the displacement, rewind, and basic occlusion tests. No unexpected low reservoir alarm was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.